Event description:
Device malfunction: difficult to remove device. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device, achieved femoral arteriotomy closure after a diagnostic procedure. Reportedly, after firing the device, the vessel locator wings did not collapse and the device was confirmed by fluoroscopy to be hard stuck; although the vessel locator button popped up. The device was ultimately manually removed from the artery by pulling it out. The vessel locator wings did collapse spontaneously after removal. The access site was dry indicating hemostasis was achieved with the clip. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.